Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient came to the hospital due to an increase in rv pacing thresholds and lowering of sensing amplitudes. X-ray showed that the lead had dislodged. The lead was repositioned.